Event description:
It is reported that the surgeon is noting deficient cement fixation via radiolucencies on an unknown number of patients with nexgen cr flex knees. It is reported that patients typically experience pain when in deep flexion.

Manufacturer narrative:
Evaluation summary: no devices, x-rays, operative notes, or photos were received; several factors that could contribute to the radiolucencies are unknown. Without sufficient evidence, root cause cannot be determined. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.